Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within an opened concerto implant coil outer carton; within an opened concerto coil inner pouch and within a sealed tyvek biohazard pouch. The implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto pushwire assembly was not returned. The concerto implant coil was returned a lready detached. The concerto implant coil was found to be stretched, damaged, with what appeared to be blood residue and had lost its original shape. No other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil-shape-loop size¿ was unable to be confirmed due to its damaged condition. Possible cause for coil-shape-loop size is damaged coil. The root cause could not be det ermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was placed in the vasculature, but the coil remained in the straight shape. Concerto did not form the helical shape. So, could not occlude the artery. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for thoracic endovascular aortic repair (tevar). It was noted the patient's blood flow was high and vessel tortuosity was minimal. Additional information was received stating that the cause of the event was not determined. Ancillary devices include a progreat 021 microcatheter.